Event description:
According to the reporter: the surgeon was going through the mesentery and the device hung up for a moment and made a weird noise, but nothing loud or alarming. When the doctor pulled the jaws away from the tissue, he notice a portion of the lower jaw was broken off. The surgeon looked in the abdomen for the broken piece, but did not find it. The surgeon finished the procedure and closed the trocar sites with the piece inside the pt, since he could not find the broken piece. No further report of pt injury was made.